Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt reported receiving a w2 (battery low) warning on (B)(6) 2011. Pt stated, she changed the battery and the infusion device worked. Pt stated in the evening on (B)(6) 2011, she felt sick and nauseous. Pt reported experiencing an elevated blood glucose level of 431 mg/dl. Pt's normal blood glucose range is 140-150 mg/dl. Pt stated, she attempted to take corrective via the infusion device; she notice the infusion device was "dead". Pt reported, she changed the battery several times without success. Pt stated, she took corrective via the pen. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.